Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: verification of internal stock and no issues found. The picture provided was reviewed and confirmed the customer has a broken lid. This appears to be related to a misuse. The parts are 100% verified and there are no records of this issue. A complaint history review was performed and there is no other reported issue reported from any other customer. All related complaints were reported by the same user facility. Furthermore, testing was performed with internal sample and confirmed product meets the requirements for the intended use. The root cause was most likely a misuse during handling. Investigation conclusion: product testing was performed with internal sample and confirmed product meets the requirements for the intended use. Root cause description: the root cause was most likely a misuse during handling. Rationale: no corrective or preventive action required.

Event description:
It was reported that an unspecified number of sharps coll europe 1.5l yel next gen experienced a counterbalance door that would not lock during sue. The following information was provided by the initial reporter: we have a new collector whose temporary closure has broken. This is lot 8332001. The filling level was very low (there should have been a maximum of 10 needles, the collector had only recently been started).